Event description:
Procedure: lap chole. According to the reporter: during the case, it sounded like the devices jammed. The instrument fired twice and then would jam up. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).